Event description:
Healthcare professional reported "implant rupture during surgery". Surgery was completed with a back-up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and others, missing shell (25-50%), crease flat, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified sharp broken edge on the plug strap bond edge and partial delamination of the valve. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp broken edge on the plug strap bond edge due to an unidentified (tear) opening, partial delamination of the valve (adhesive failure), and missing shell due to inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "implant rupture during surgery." Surgery was completed with a back-up device.